Event description:
The patient was revised due to pain. The revision surgery was performed to remove and replace the head and the metal insert. Metal insert was replaced to poly-liner. When opened the site, the surgeon found a light brown granulation tissue that looked like a pseudo tumor around the hip joint. Black foreign matter like metallic debris was found on the taper junction of the head. When removed the insert, there was a milky brown membrane inside of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds no abnormalities that would have contributed to the patients reported pain. No abnormal wear was found on the femoral head or liner that would indicate an increase in ion levels. No histology, pathology, or additional patient demographics were made available. The acetabular cup was not returned for examination. A review of provided patient radiographs found x-ray is not dated. Implant appears to be placed in proper position. It cannot be determined, with the x-ray provided, that the complaint is product related. Review of device history records found no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.